Event description:
It was reported that the patient was experiencing inadequate pain relief while the ipg was still working. It was noted that the ipg was not functioning as it was damaged during the patients knee replacement surgery. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was discarded.